Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic was not continually notified about atrial fibrillation alert. Interrogation revealed, the alert was present on the pacemaker and merlin.net. No intervention was performed. The patient had no adverse events and would continue to be monitored.